Manufacturer narrative:
Product investigation complete. Device was not returned for analysis, therefore, reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced distal glans erosion with a spectra penile prosthesis (spp) leading to it being removed. A distal windsock procedure was performed in which the corpora was repaired with a graft and a new tactra penile prosthesis was implanted. The physician did not believe the device caused or contributed to the erosion as the patient suffers from sickle cell disease. There were no device malfunctions associated with the explanted spp. The procedure was completed successfully and the patient was expected to fully recover following the procedure.